Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2017 with blood glucose was 500 mg/dl. The current blood glucose is 226 mg/dl. The customer was not wearing insulin pump during hospitalization and less than 48 hours customer was off the insulin pump prior to hospitalization. The customer reported that the driver support cap was normal. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.